Event description:
It was reported that the bronchovideo displayed an e216 - scope communication error. It is unknown when the malfunction occurred. There are no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovidee displayed an e216 - scope communication error. It is unknown when the malfunction occurred. There are no reports of patient involvement.